Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder pins had become detached from the processor pca, causing open circuits and a failed operational check. Restoring those connections returned the device to 100% and a passing op check. The available information is consistent with detached solder pins on the processor pca. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips the device failed the operational check. There was no patient involvement.